Event description:
During arthroscopic ankle surgery, the small joint grasper (basket) broke off in the surgical area. The portion of the instrument that broke off required a small open incision in order to be retrieved. It is difficult to fully identify this instrument. The number printed under the stryker name is entered. The instrument contains another imbedded number of 9kl. Stryker endo has indicated that neither of these numbers accurately details the correct part number for the instrument. Attempting to determine the correct stryker division and part number had delayed reporting.